Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A procedure form received on 06/06/2018 stating that this lead was involved in an infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).